Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the last pump refill on (B)(6) 2018 showed only a 1.0 cc extra discrepancy, with no other evidence - the expected residual volume was 5.5 cc, and the actual was 6.5 cc. Close monitoring and interrogations of the pump were ongoing, and a revision was being scheduled. There was no concern about the volume discrepancy as it was only 1 cc. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (25 mg/ml, 9.509 mg/day) via intrathecal drug delivery pump for non-malignant pain. The patient requested guidelines for magnetic resonance imaging. It was reported that the patient felt their pump was "slowing down" as it got older. The patient would be getting a replacement in (B)(6) 2018 due to normal battery depletion. The pump was not putting out as much medication as it used to. When they pulled the drug out when doing a refill, they found more drug than anticipated. They did not know the volume information. They would follow up with a healthcare professional. There were no reported symptoms.